Event description:
Additional information was received that the sicd was explanted and returned for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device is not included in the emblem s-ICD premature depletion advisory population.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery status had decreased significantly and was now at 16 percent remaining battery life. Engineering analysis reviewed the data stored in the device's memory and found that the battery usage had increased unexpectedly and recommended replacement. The device remains in service and no adverse patient effects were reported.